Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone18.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported concerns regarding insulin dosing after configuring custom food entries within the ios application. Specifically, the customer programmed ¿meals¿ as 4.2 grams of carbohydrates and ¿snacks¿ as 2.8 grams, while his carbohydrate ratio is set between 7¿10 grams per unit of insulin. It was confirmed by insulet clinical product support that, given the patient's current settings, the system delivers approximately 0.4¿0.6 units for meals (4.2 ÷ 10 to 4.2 ÷ 7) and approximately 0.25¿0.4 units for snacks (2.8 ÷ 10 to 2.8 ÷ 7). The patient reported to be taking additional insulin by injection (approximately 10 units of insulin by injection per meal) to stabilize his blood glucose levels (values not provided). The patient confirmed he will contact his physician in order to correct his settings.